Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot number was not identified; therefore, a device history record review could not be performed. (Off label use in the femoral vein). Attachment: dr. E. M. Horlick, md, et al; "pre-closure of femoral venous access sites used for large-sized sheath insertion with the perclose device in adults undergoing cardiac intervention", published online first 3 november 2006.

Event description:
Device malfunction: none. Time of symptoms/ae: after hosp discharge. Symptoms/ae: hematoma. The following events were noted through a periodic article review. The study was conducted in a tertiary cardiac center to asses the efficacy of the 6fr perclose device. A total consecutive pts underwent closure of 205 femoral venous access sites. The majority (98%) had a greater than or equal to 10fr sheath inserted. Immediate hemostasis was achieved in 202 sites; however, one pt who had two sheaths sealed on the same vein, developed a significant subcutaneous hematoma after discharge requiring blood transfusion. The pt was treated with warfarin, aspirin and low molecular weight heparin. Surgical or radiological intervention was not required. Though requested, no additional info was provided.